Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was indicated that the pump battery would not charge above 5% despite the attempt of multiple usb cables. Subsequently, the pump shut off due to insufficient power. Additionally the customer reported seeing no insulin exiting the end of the tubing during filing while attempting to load 4 separate cartridges. During troubleshooting with tandem technical support the customer was instructed to reload another cartridge. The customer stated that there was no insulin coming out of the tubing during filling. It was also noted that there was no insulin coming out of the cartridge patient line. The customer reported these issues causing an elevated blood glucose (bg) level of 600 (mg/dl). The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer received potassium and insulin drips while in the hospital. The customer was released from the hospital on (B)(6) 2016 and the customer's bg level was 185 (mg/dl).